Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. "During an annual check up the patient was told by doctors, and staff that the ivc filter had tilted and moved. And that extraction was too risky, as it may break apart, the only option is seemingly to keep it for the rest of life." Hospital and medical records have been requested but not yet provided. It is further alleged: "experience discomfort and pain in 2017".